Manufacturer narrative:
H.6. Investigation: bd has been provided with a photo for catalog: 301948, lot: 1811364 to investigate for this record. Visual examination of the photo showed a black and yellow particle in the body of the syringe, outside the fluid path. As a result, bd was able to verify the reported issue. Bd has determined that the foreign matter of the non-conformance consists of dust particles mixed with the silicone of the syringe. The silicone oil is used to lubricate the inner part of the barrel and facilitate the movement of the plunger rod. The dust in this case came from the hopper of the assembly machine. In that case, bd considers that because of a punctual failure in the cleaning procedures by the operator, the presence of this particulates in the hopper was not correctly avoided manufacturing. DHR showed no indication of the alleged defect. H3 other text : see h.10.

Event description:
It was reported that bd¿ 20 ml syringe w/ needle had mold inside the barrel. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2019, received a complaint from a nursing department. The syringe was found to have mildew on the inside of barrel.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ 20 ml syringe w/ needle had mold inside the barrel. This was discovered before use. The following information was provided by the initial reporter: on (B)(6), 2019, received a complaint from a nursing department. The syringe was found to have mildew on the inside of barrel.